Event description:
A caregiver (parent) reported that the adc device detached prematurely. Due to this issue, the customer became hypoglycemic, and required treatment of sugar by the caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported that the adc device detached prematurely. Due to this issue, the customer became hypoglycemic, and required treatment of sugar by the caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch. The returned sensor adhesive was observed more than 25% peeled off the patch. Issue is confirmed to a faulty tie layer adhesive. All pertinent information available to abbott diabetes care has been submitted.